Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) confirmed helium leak can be heard when bottle is connected and opened. Replaced regulator turned bottle on and no leak can be heard. All action tests passed pump was not plugged in, so batteries dead. Started to recharge and seemed ok, but battery maintenance test needed. Equipment repaired successfully, and left in safe working order.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the helium seal within the of cardiosave intra-aortic balloon pump (iabp) was faulty. There was no patient involvement.